Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused became degraded and caused the patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found dust/dirt contamination observed throughout device enclosure, humidifier water chamber assembly, flip lid seal and air path. 2568.5 blower and 2561.9 therapy hours and 2568.5 machine hours were logged. Care orchestrator data shows the patient had a compliance rate of 2.2% during the most recent 90 days of use and did not use with a humidifier. The manufacturer concludes the device has contamination consistent with device enclosure, and airpath. There was no evidence of sound abatement foam degradation. Section h6 updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.